Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump would alarmed low battery alert after a couple of days after putting in a new battey. Insulin pump would not always turn on after a battery change. Customer's blood glucose was unknown. Customer was advised that the battery cap will be replaced. Customer will not be returning the device for analysis.